Event description:
It was reported that this pacemaker system exhibited an increase of the right ventricular (rv) lead pacing impedance in two instances with values of 678 and 657 ohms. Technical services (ts) was consulted and advised on in clinic review of the lead measurements. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that the system subsequently exhibited high out of range impedances measurements above 3000 ohms and a lead safety switch occurred. The physician opted to surgically abandon and replace the rv lead. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited an increase of the right ventricular (rv) lead pacing impedance in two instances with values of 678 and 657 ohms. Technical services (ts) was consulted and advised on in clinic review of the lead measurements. No adverse patient effects were reported. This pacemaker system remains in service.

Event description:
It was reported that this pacemaker system exhibited an increase of the right ventricular (rv) lead pacing impedance in two instances with values of 678 and 657 ohms. Technical services (ts) was consulted and advised on in clinic review of the lead measurements. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that the system subsequently exhibited high out of range impedances measurements above 3000 ohms and a lead safety switch occurred. The physician opted to surgically abandon and replace the rv lead. This device remains in service. No additional adverse patient effects were reported.